Event description:
It was reported that the pt expired. The pt was having a pump replacement and the reporter was concerned "that his head was not propped up far enough" and that he was at risk of aspirating due to his multiple sclerosis. During the operation, "he aspirated a large amount of saliva that was building up and that caused him to get pneumonia". The pt then experienced a "series of pneumonias that caused the pt to die." The reporter was concerned that the pt's pump "was a part of the reason that the pt died". The pump contained baclofen; concentration and daily dose were not reported.